Event description:
It was reported that during a lap cholecystectomy, there was an issue with clip formation which caused an incorrect formed clip. They used the same device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.